Event description:
The manufacturer's representative reported that the pump was explanted and replaced; the hcp suspected "overinfusion". The pt had received a pump refill and within 48 hours developed "severe overdose symptoms". The pt was admitted and treated for severe overdose, including airway support. The pt was receiving fentanyl 4000 mcg/ml and bupivicaine 1 mg/ml - dose per day unknown. "Signficant lower volume recovered from pump." The pump was refilled during the hospital admission and the drug volume was 5 mls lower than expected. Weekly refills were scheduled under "supervision" and still 2-3 mls less than expected were aspirated. The pump was explanted and replaced. Pt outcome was reported as "recovered".

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.